Event description:
Related manufacturer reference number: 2017865-2023-40934. It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the right ventricular and left ventricular leads exhibited intermittent capture. Programming changes were made. The patient was stable.